Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, it was reported by an arthrex subsidiary employee via email that an ar-8919ds cmc mini tightrope implant system threads felt loose when ligating, and use was discontinued due to concerns about thread breakage. The case was completed by using another of the same product. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/18/2025: this occurred inside the patient. All loose thread were removed from the patient. There was no case delay or added anesthesia administered. This was discovered during a cmc procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.